Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error message. No adverse event was reported. The serial number was not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This report is related to the reports with patient identifier (B)(6).